Event description:
It was reported that the left ventricular lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator 2009 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped-unusable. The lead was replaced. Attempts for further information have been unsuccessful. No patient complications have been reported as a result of this event.